Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after sterilization on an unknown date, damage to the t-handle was noted. It is unknown where this occurred. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the production and material documentation confirmed that the ring retractor was manufactured in compliance with ao/asif and all other applicable specifications. The investigation confirmed the formation of visible rust residue on the t-handle. There is evidence that the instrument was not adequately cleaned after the welding process. These deposits can form if a metal part is not properly passivated after welding. Rust residue is also indicative of damage to the chrome plating. It is imperative that every instrument is thoroughly dried immediately and stored in completely dry conditions to prevent the formation of corrosion.